Event description:
It was reported that balloon rupture occurred. The 82% stenosed, 4.0mm x 26mm target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during initial inflation at 13 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed, 4.0mm x 26mm target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during initial inflation at 13 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.